Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2012. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, significant scarring, dense adhesions, adhesions to small bowel, small bowel tightly adherent to fascia and bowel obstructions. The patient had a previous mesh implanted on (B)(6) 2005 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/3/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incarcerated incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 11/30/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.